Event description:
A malfunction alarm was reported with no notable events occurring beforehand. Blood glucose levels did not exceed 500 mg/dl, indicating there was no adverse impact on the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the customer with the process. After resetting, the malfunction did not recur, and the customer was able to continue using the pump with instructions to contact support again if the issue reappeared.